Event description:
It was reported by the manufacturer's representative via a healthcare provider that the patient with a deep brain stimulation implantable pulse generator (ipg) could not adjust therapy parameters and received a message indicating "contact clinician, issue with therapeutic settings." High impedances were noted in segment 1a, and it was likely that the patient was receiving an "out of regulation" message. The patient was in-clinic at an unspecified time, and programming was conducted using the entire contact 1 ring. The patient was told to contact their healthcare provider for more help. It was unknown if there were any complications due to the event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported to resolve the oor message/impedance issue the patient was going to have their programming changed at their next appointment to remove contact 1a.